Event description:
The patient has now been referred for a lead revision due to worsening seizures. No surgery has occurred to date.

Event description:
The patient¿s m106 was reported to have been prophylactically explanted. The device was returned for analysis. Review of the data dump revealed low impedance. No known surgical intervention has occurred to date.